Manufacturer narrative:
A temporal association exists between a fluid leak during ccpd treatment with the liberty select cycler/liberty cycler cassette and the patient¿s subsequent (exact date unknown) elevated wbc count warranting antibiotic therapy (unknown drug, dose, route, frequency and duration). Due to a possible breach in sterility of the pd circuit with a fluid leak, the select liberty cycler/ cycler cassette cannot be excluded as a possible causal/ contributory factor in the patient¿s elevated wbc (indicating a likely infection). A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient stated that when she was at the end of treatment (step 9) and opened the cassette door there was fluid leaking from within the liberty select cassette door. The patient was advised to discontinue use of the cycler and to follow up with the peritoneal dialysis nurse. Follow up with the patient¿s peritoneal dialysis nurse indicates that the cycler did alarm with an air detected in the cassette. The patient was cultured (unknown culture) and reported an elevated white blood cell (wbc) count. The patient reportedly was treated with antibiotics (unknown drug, dose, route, frequency and duration). Additional information was solicited.

Manufacturer narrative:
The alleged event is not confirmed. The device was not returned tot he manufacturing plant for investigation. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."